Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: an unruptured irregular aneurysm of the middle cerebral artery (mca) was identified, with an aneurysm diameter of approximately 4.5 mm, a neck width of about 3.9 mm, and a height of around 3.3 mm. The web device was selected. After positioning the microcatheter at the target site, the web device was deployed. Following detachment, the aneurysm was observed for 30¿40 minutes, during which blood stasis was noted within the aneurysm, and the operation was concluded. Approximately 2¿3 hours postoperatively, the patient regained consciousness but presented with language impairment and unilateral limb weakness. An in-hospital cta was performed immediately, which confirmed the presence of cerebral infarction. Clinically, tirofiban was administered, and the patient was transferred to the catheterization laboratory for dsa angiography. The examination revealed that the web device had detached and migrated to the parent artery, resulting in vascular occlusion. Subsequently, the guiding catheter, microcatheter, and medtronic solitaire fr thrombectomy stent were utilized to retrieve the web device into the long sheath and extract it from the body. After the web device extraction, clinical evaluation indicated vascular injury. Further treatment was therefore abandoned. A subsequent treatment plan will be discussed after the patient¿s vascular condition has recovered naturally.

Event description:
See h11.

Manufacturer narrative:
The investigation found the returned web implant to be detached from the pusher. However, supplemental imaging from the procedure was not provided for review. Without procedure imaging, the investigation cannot verify the claim that the web migrated to the parent artery as described in the reported event, nor could the investigation definitively determine the cause of the reported event.